Event description:
It was reported that during cleaning, on an unknown date, the device had a fault with the handpiece. The nature of the fault is unknown. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation a missing screw was found. Due diligence is completed. No further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in united kingdom. Review of the most recent repair record identified the following related repair: the technician evaluated the device and found the machine head screws were missing, needle bearing missing, reciprocating arm corroded, motor seized, and device out of calibration, however, the device was not repaired as the customer rejected the quote. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.